Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a small crack on the mpu was confirmed. (B)(6) was evaluated. During the evaluation of the returned mpu, the reported event was verified. The unit had a small crack from the power connector going underneath the serial number label. The system powered up as intended and passed all tests. The bottom housing and red strap for the battery were replaced and preventative maintenance was performed. The unit was returned to the customer. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the bottom housing of (B)(4) had a small crack coming from the power connector going underneath the serial number label.